Event description:
It was reported that during a laparoscopic ovarian resection procedure, abdominal air leaked during use. The device was reinforced, but the event continued. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.